Event description:
Reporter alleged discrepant results with the blood glucose monitoring device and a valid lab comparison. Reporter stated device read 548 mg/dl at 1550 and another device read 508 mg/dl at 1631 while a lab measured 239 mg/dl at 1620. Reporter stated the pt was treated with insulin (10 units) once the lab result was obtained. Reporter indicated running controls before and after the alleged incident and they were found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.